Event description:
A malfunction was reported with the pump after the customer had previously dropped it into the toilet. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.